Manufacturer narrative:
It should be noted that the instructions for use for gore-tex® soft tissue patch includes the following contraindication among others: ¿not for reconstruction of: passive biological membranes such as dura mater, pericardium, or peritoneum¿. A review of the manufacturing records is pending.

Manufacturer narrative:
The device lot # was processed per sop and met all processing and product specification requirements.

Event description:
This report is being submitted as follow up 1 to MFR report 3003910212-2014-00025 .

Event description:
It was reported to gore that a patient underwent a decompressive craniectomy. It was reported that the physician inadvertently used a gore-tex® soft tissue patch instead of gore preclude® dura substitute. Two days post-operative, gore-tex® soft tissue patch was removed without issue and replaced with gore preclude® dura substitute. During the procedure to remove gore-tex® soft tissue patch, there was no fixation to tissue observed and the patient tolerated the procedure. It was reported that the products have similar packaging and the physician checked the product size, but did not confirm the product¿s description.